Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error and cosmetic damage. Customer's blood glucose value was 152 mg/dl at the time of the incident. The customer was stated that location of the damage was back of pump/front of pump. Adv the pump will need to be replaced. Adv to discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. Customer will return device for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked belt clip rail case corner. Device received with serial number label missing. Device received with missing display window or cover.